Manufacturer narrative:
H7: e2324 was submitted in error and was subsequently removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They wanted to know who would be at their appointment and they were advised which manufacturing representative (rep) would be there. On 2025-feb-12 additional information was received from the rep. They reported that the patient did not want to be touched in any way, which therefore limited the rep from running any diagnostic tests. The patient didn't want to use the programmer/communicator at all. The patient did report that they no longer had incontinence at that time. The rep apologized for not having the ability to help the patient further.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they usually only put the charger on prior to recharge through their skin. This last time, that gave them the lightning bolt shock. The charger was left to charge for days as recommended. The recharge time on the "stim" was 15 minutes instead of 30 or more. After charging the ins, they did not feel stimulation at 1.1, so they increased to 1.3 ma, but they still didn't feel stimulation in the left labia. They did not want to increase the voltage. Pt went to stand up and take one step forward and then they felt a shocking sensation on (B)(6) 2025. Per patient, this shocking sensation was extremely high voltage that travelled from the device, up their spine to their brain, and through the roots of their bottom teeth. They could feel the left front lobe of their brain trickling the neurons path. Twelve of their lower front teeth roots became painfully sensitive and the frontal top of their head ached. They turned the voltage 2 clicked to 1.1. After a night of sleep, pt reported they awoke to pain scale 9 pain in their piriformis and sciatica. Pt reported that prior to the shock, and with stimulation on, they had progressively lost control of their bladder, needed more diapers and were waking up 3-4x/night due filling up a bladder diaper pad. They had no voluntary control over their bladder. Pt stated they turned off stimulation and were now asymptomatic for bladder incontinence (regained bladder control) and had no pain in the piriformis and sciatica. Their urge incontinence also abated. Pt had requested to speak with manufacturer representative (rep). Technical services redirected them to their managing healthcare provider (hcp) to which they stated the hcp was not calling them back but that they did have an appointment on (B)(6) 2025. They felt it was not appropriate to make them wait that long. Technical services reviewed the role of the rep and sent email out to area reps to locate who would be working with managing hcp. Per rep responses and further calls from patient, they were able to find the patient an appointment on (B)(6) 2025 at 11. However, it is unclear if the patient will attend as they were attempting to find a different rep to meet with them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.